Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use of the pen needle autoshield duo 30gx8mm EU there were a lot of defective pen needles would clog up during injection. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: we received a lot of defective insulin needles (get stuck during the injection).